Event description:
The hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, as the device was received incomplete, this damage could not be confirmed during the investigation. Mechanical damages found are attributable to the removal surgery. Additionally, it was reported that following the occurrence of high impedances, the electrode lead extruded through the skin, - likely caused by friction from wearing glasses. This is a final report.

Event description:
The hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected. Re-implantation is being considered.